Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the leads were auto reducing due to high impedances on both leads. Patient had lost weight and experienced pain at the ipg site. As such surgical intervention was undertaken wherein both the leads and ipg were replaced. Therapy was restored following the procedure.